Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported fifteen minutes after the start of a patient's hemodialysis (hd) treatment the heparin line in blood lines was broken and caused patient blood loss. The estimated blood loess (ebl) was unknown. Additional information was requested but was not received to date.